Event description:
It was reported that the patient returned 18 years after placement and had bone loss, infection and peri-implantitis sites 4, 6, 11, 13, 20, 22, 27, 29. Implants were removed and sites grafted. Pain, and abscess noted as symptoms.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. G4: additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.